Event description:
The customer reported that prior to use on a patient the unit blanked out twice during power up. Then the unit recovered and came up in standby. The pump was replaced and therapy was initiated.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the pcb inveerter dc (0671-00-0230) was replaced. In an unrelated repair the expired safety disk (0997-00-0985-01) was also replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).